Event description:
A caller reported a malfunction on the pump accompanied by a malfunction code 12. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller with resetting the pump, and after resetting, the same malfunction code did not recur. The customer was advised that they may continue using the pump and to call back should any future malfunctions occur, which the caller acknowledged and understood.